Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the left ventricle lead exhibited failure to capture. X-ray confirmed dislodgement. The left ventricle lead was explanted and the left ventricle port of the device was plugged. The device was reprogrammed to dual chamber. Patient was stable.